Manufacturer narrative:
Product event summary: a proximal portion was received measuring 32 cm and was analyzed. The outer insulation of the lead was extrinsically breached due to melting, the proximal conductor of the lead became extrinsically fractured due to melting, and visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the patient presented to the emergency room after passing out and striking their head. The patient's heart rate was determined to be in the 20's. The device exhibited no pacing or magnet tone, and it was not possible to establish telemetry. The device was explanted and replaced. Additionally, during the replacement procedure, it was noted that the left ventricular (lv) lead exhibited possible insulation damage. The lv lead was cut, capped and not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947 implantable tachy lead - (B)(6) 2009; 5076 implantable pacing lead - (B)(6) 2009. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.